Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.3, lab: 3.1. Time between testing was not provided. Therapeutic range 2 - 3. Caller claims bleeding, but did not indicate what she meant by that just that dr adjusted coumadin by increasing the dose.